Event description:
It was reported, there was a sharp edge on the plastic section of the siderail. It was reported, a person cut their arm on the siderail, however, no medical intervention was required.

Manufacturer narrative:
Upon evaluation by the service technician, a sharp edge was created from the siderails being lowered with force or from impact damage from the siderails being down and run into walls or doorways.